Manufacturer narrative:
Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Clinical study site (B)(4), subject (B)(6) was implanted with an advance sling on (B)(6) 2010. On (B)(6) 2010, the pt stated he had pain/discomfort-scrotal pain. The physician believed the event was related to the device. It was stated on a follow up on (B)(6) 2010 that the pain had resolved. There was no indication of medical intervention for this event.